Event description:
The facility representative reported a colleague infusion pump with a 810:04 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 810:04 was confirmed during product evaluation. The assignable cause was an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to correct the reported condition. The user interface module software version is 6.13.90. This issue has been escalated to CAPA.